Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was provided that reported resistance was felt between the balloon and the lesion when advancing the device to the target site. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left circumflex (cx). A 2.5x12mm trek rx balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however during the first inflation attempt the balloon was noted to rupture at 8atms. Therefore the bdc was removed and a non-abbott bdc was used to continue the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.